Event description:
It was reported that the right atrial (ra) lead exhibited a unipolar alert for low impedance. The lead trend seemed to be stable at lower values. On device interrogation the unipolar impedance was at acceptable parameters and the lead is programmed bipolar. No action was taken. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.